Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone of trying to administer a bolus and the insulin pump stopped because the reservoir was empty. The customer's blood glucose reading was 600 mg/dl at the time of incident. Customer could not troubleshoot and would call back at a later time. No further details given.